Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. The patient underwent a skin revision to rotate the skin flap and was reimplanted with another cochlear device during the same surgery.